Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during rewind. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.